Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 1 month ago. Aneurysm size was not reported. The aortic neck had a lateral angulation of 65 - 70 degrees. The left common iliac artery contained some thrombus and the remainder of the anatomy was unremarkable. It was reported that the stent graft was successfully implanted on without complication and everything was fine. The patient presented 4 days later symptomatic. A CT scan was performed and demonstrated that the ipsilateral limb was kinked at the location of the bare stent area and was occluded. The physician decided to explant the stent graft. The patient had an open surgical repair with the sewing in of a conventional aorto bi-femoral graft. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Occlusion. Aortic neck had a lateral angulation of 65 - 70 degrees.